Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up in the station. A technical support specialist (tss) remoted in and confirmed that the patient was admitted to a unit that the station had access and the patient visit was a recurring visit. The station did not have show recurring admissions settings enabled and reported the findings to the customer. Later the customer enabled the settings and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients who were transferred had their correct unit displayed, but the user was unable to pull up the patient in the intensive care unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.